Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, the device handle kinked during the second attempt to extend the brush into the patient's common bile duct. As the brush could no longer be extended, the device was removed and the procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: brush bent, wire broke, and retraction problem.

Manufacturer narrative:
(B)(4) brush bent. (B)(4) brush would not retract. (B)(4) wire broke. Visual evaluation of the returned device found the brush extended and bent, and the working length was kinked in several locations. The brush would not retract when the handle was actuated. When the blue seal cap was removed from the handle, it was noted that the drive wire was broken and detached from the distal end of the handle cannula. The condition of the returned device was consistent with the complaint that the handle cannula was bent; the complaint was confirmed. Manipulation of the device during the procedure likely produced the kinks found in the working length, which would prevent the drive wire from moving freely during subsequent attempts to actuate the device. Continued efforts to actuate the device can ultimately cause the handle cannula to bend and eventually break; therefore, the most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.